Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reportedly began experiencing difficulties hearing approximately 3 weeks prior to (B)(6) 2021.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reportedly began experiencing difficulties hearing approximately 3 weeks prior to (B)(6) 2021.

Event description:
The recipient's hearing performance is affected. The recipient reportedly began experiencing difficulties hearing in (B)(6) 2021. The recipient tried a replacement ap but still could not hear. In (B)(6) 2022 the user was re-implanted. The user reported that hearing with the new device works well.

Manufacturer narrative:
Device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. As per received information, the recipient experienced intermittent access to sound with the device when moving the head and no trauma or impact to the device was reported. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.